Event description:
Information was received from a healthcare professional (hcp). The hcp reported that that the patient (pt) was needing an MRI of their abdomen.  The hcp stated that the ins had been dead for a couple of years and the pt was not able to recharge the ins.  Additionally, due to scar tissue, the ins wasn't working.  The hcp stated the pt didn't have their programmer with them at the time of the call.   Pss reviewed MRI eligibility can be confirmed if the ins is charged up and activates MRI mode or alternatively, the clinician can complete an MRI eligibility form.  No symptoms reported. Additional information was received from the patient. They reported that they were going to have an MRI on but they could not remember how to turn it off. During call pt attempted to connect the programmer to the ins and pt said the ins was "dead" pt last charged the ins quite a while ago probably been a year ago. Agent reviewed over discharge and MRI guidelines. Pt was redirected to hcp. Patient reported summer of 2023, charger lost in move. Batteries won't charge anymore. Turns out there was no scar tissue, patient must have misunderstood. On january 10, 2024, batteries to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.